Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, recall.

Event description:
Patient reported unknown side deflation and "recall." Device remains implanted.

Event description:
Healthcare professional later reported "deflation". Patient later reported "wrinkling at top and bottom of breast". This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.